Event description:
It was reported that patient was experimenting some distortion effects and sudden increase of volume in her hearing with audio processor for 1 week.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.